Manufacturer narrative:
The device was received not deployed. Rotational sensor errors were observed in the downloaded data. This caused the device to end first prime early, which in turn led to the device not running enough pulses to deploy by the end of the second prime. Upon manual rotation of the ratchet gear during investigation, the needle deployed with no issues. Upon magnification, contamination was observed on the commutator cap, which was determined to be the cause of the rotational sensor errors.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.